Manufacturer narrative:
Eval summary - primary operative notes were provided and state that the final components were stable in extension and external rotation as well as flexion, adduction, and internal rotation. Revision operative notes state that the pt was doing well until recently when she experienced a series of dislocations which were reduced. Upon incision to the fascia a large collection of cloudy white fluid was encountered which was under considerable pressure. A bald trochanter was discovered as well as nectrotic tissue in the pericapsular region. The leg was found stable except at extremes of flexion and internal rotation. It is unk in what positions the pt was at the time of her dislocations, or if she was breaking post operative tha precautions. Corrosion was noted to have been found at the femoral head/neck taper. It appears that the head/neck taper corrosion likely caused the adverse tissue reactions, including necrotic tissue and a bald trochanter, which resulted in some instability of the joint. It is not suspected that the product failed to meet specs.

Event description:
It is reported that the pt was revised due to instability.